Event description:
Received info stating customer is unable to complete the load sequence process.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a f/u report will be submitted.